Manufacturer narrative:
Correction: date of death and event date were initially reported as (B)(6) 2017. The correct date of death and event date is (B)(6) 2017 and should supersede the previously reported date of death and event date.

Manufacturer narrative:
The device was returned due to patient death. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The patient presented in the emergency room for an unrelated issue and in critical condition. It was noted that the patient had infection and sepsis. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information available at this time.